Event description:
The contact stated that she tested the customer's blood glucose using the customer's contour meter an her assure 3 meter. The contour read 587mg/dl, and 5 mins later, the assure 3 read 120mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval, and replacement products will be sent.